Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using an inpact pacific balloon to treat a superficial femoral artery (sfa). Embolic protection was not used. The IFU was followed with no issues identified. No excessive force was used and no resistance was encountered when advancing the device. It was reported that the balloon was twisted. The procedure was completed using another balloon. No patient injury was reported. Please note that this device (inpact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (inpact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
Evaluation summary: a visual and a tactile inspection was performed on the device: a twist was detected in the middle of the balloon. Negative pressure was applied to the balloon: the purging test passed, as air bubbles were not present in the water column of the manometric syringe. The balloon was inflated at 2 bars and a change in profile and wrinkles were detected. The device was inflated at 7 bars: wrinkles no longer visible. The balloon was finally inflated at 14 bars. Change in profile slightly visible. The balloon was then deflated: signs of twist were still visible on the balloon. If information is provided in the future, a supplemental report will be issued.